Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would fail co2 calibrations due to the etco2 module working intermittently. The customer requested that the device be returned for bench repair. There was no patient involvement.